Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving enough insulin. Reportedly the customer change supplies and resumed insulin delivery. The customer¿s blood glucose was 400 ¿ 513 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.